Manufacturer narrative:
The reported malfunction of "no power up" was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The ac charger board was replaced as a precaution. The device was recertified and returned to the customer. The reported malfunction of "unable to discharge via external paddles" was observed during review of the device activity logs. The logs showed messages and indications that the measured patient and defib impedances differed significantly. Which indicates poor contact between the electrode pads and the patient's skin. The operator's manual specifies that the defibrillator should be discharged only when the external paddles are properly applied to the patient with an adequate amount of electrolyte gel and a force of 22 to 26.4 pounds. The inability to discharge was the result of poor coupling between the external paddles and the patient's skin. This claim has been closed as poor coupling of the external paddles to the patient's skin. Analysis for reports of this type has not identified an increase in trend. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device and set of paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the device would not power up a week prior to this patient event and the biomed reseated the battery.